Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot up. Review of the system log file showed that the malfunction in ippc. Upon troubleshooting fse found that improper disk installation in the host and ip pc resulted in boot failures and low disk space errors; the user encountered a persistent error message stating the free space delete examinations which continued to appear despite the deletion of exams. To resolve the issue, fse reseated the disks in the host and ip pc, manually powered on the host pc, and performed a recreation image store. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.